Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was explanted and replaced with a different model lens. Problem was resolved. Cause of the event was reported as unknown.